Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, when starting the command for the use of the monopolar curved scissors (mcs), the mcs only performs the rotation but cutting did not work. When removing the mcs, it was seen that the handle/cable at the end of the mcs had broken. The procedure was completed with no reported injury.